Manufacturer narrative:
Product event summary: the device was returned and analyzed. Visual inspection of the catheter showed that the push button luer was broken and leaking. Smart chip verification showed that the catheter was not used. In conclusion, the reported broken luer issue was confirmed through testing. The catheter failed the return inspection due to a push button luer broken. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that intra operatively to a cryo ablation procedure, the balloon catheter luer broke. The balloon catheter was replaced with resolution. The case was completed with cryo. No patient complications have been reported as a result of this event.